Event description:
The customer reported that the 9600 system had a check sum error at boot up. Also the flip flop brake would not hold. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram memory, brake pad, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.